Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. There was no malfunction report of the subject device. Since the serial number of this device is unknown and omsc could not confirm the manufacturing history. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility noticed perforation in the colon of the patient when they were inserting of the subject device into the patient. The user facility treated the perforation using an olympus gastrointestinalscope (gif-2th180) and a non-olympus clip (ovesco), after that the procedure was completed. The patient's condition is currently unknown.